Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite parallel walled implant (oss313) was returned for investigation. Visual inspection of the returned product identified that it was severely fractured. The reported device was located on tooth # 30 and implanted for approximately 10 years. X-ray images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint was confirmed. Per visual inspection, the device was determined to be fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (oss313) fractured at tooth location 30. Implant was removed.